Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that on an unknown date, thrombus was seen hanging in the gate of the bifurcate. It does not extend below or above the overlap between the bifurcate and limb. The physician does not know why the thrombus is there. The patient has no clotting abnormalities, no narrowing within the stent itself, and no tortuosity distal in the common iliac arteries. The physician has put the patient on anticoagulation therapy. Flow was reported to be good bilaterally. No additional clinical sequelae were reported and the patient will be monitored.